Manufacturer narrative:
H10: further investigation found that the roll stand part# 989803144001 had been listed in the vs30 IFU revision a and b as an approved roll stand for vs30, but these two versions were made obsolete before the device was released to market in march of 2020. Accordingly, these two versions were never shipped with a device or published to the external user. It is not known how the customer acquired the roll stand that was in use at the time of the incident. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported that the support came loose, it fell, the screen broke and stopped working. The device was not in use on a patient.